Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Infusion set site changes were performed resolving the alarms. Customer's blood glucose ranged from 159-200 mg/dl at highest. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the cartridge and infusion set tubing were changed to address the issue and insulin delivery was resumed.